Event description:
The clinician inserted the catheter into the patient's vein and then needed to draw blood from the patient. To avoid sticking the patient a second time, a syringe was attached to the barrel of the unit. When the blood was drawn up into the flashback chamber, the syringe pulled the needle out and caused a needle stick injury to the clinician's left index finger.